Event description:
It was reported that pump displayed cartridge change error in past. There was no adverse impact to the customer's blood glucose level. Issue was already resolved, and no additional information was received regarding further actions taken.